Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has autofill failure. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the same. The fse cross checked parts with working machine and found that there were some leakages in internal tubing. Refitted all tubing and connections. All functional testes performed successfully. Machine was handed to the customer in working condition.

Event description:
N/a.